Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The device was unable to perform the unexpected restart error test, priming test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating currents. The insulin pump passed the displacement test, self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call motor error alarm and loose drive support cap. Customer's blood glucose level was 310 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they had 4 motor error alarms. Customer received the alarm during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.